Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06506. It was reported the patient presented to the emergency room with chest pain. Upon interrogation, it was observed the right ventricular lead was failing to capture and the left ventricular lead was pacing the incorrect chamber. It was suspected the right ventricular lead had perforated. The right ventricular lead was unable to be repositioned and was replaced. The left ventricular lead was repositioned successfully. The patient was stable.